Manufacturer narrative:
As no lot number was reported, a ship history report (shr) was generated for item number h787ct80stpd0 in order to determine the last three lots shipped to the reporting hospital in the six months prior to the procedure date. The device history records for the lots obtained through the ship history report (packaging lots) were reviewed. In addition, the corresponding lots for purchased component (catheter) were packaged in it. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The february 2018 angiodynamics complaint report was reviewed for the smartport product family and the failure mode "catheter fractured." No adverse trend was identified. The reported complaint description cannot be confirmed as no sample was returned for evaluation. Per the medical report provided by the hospital, the removed catheter had " a small hole / tear...at the level of the first rib-clavicular junction." A potential root cause for the catheter fracture may be due to "pinch off syndrome". The directions for use supplied with the smartport device instructs the physician/clinician on how to properly implant the catheter/port, and cautions against certain handling techniques to avoid "pinch-off syndrome". ((B)(4).)

Event description:
As reported the port was a left subclavian placement on (B)(6) 2016. It was removed on (B)(6) 2016. Per records obtained from the hospital with the patient's permission: at the time of removal, the patient's port had been "only intermittently working correctly." It was difficult to aspirate and flush. The patient was also experiencing some swelling and burning along the clavicle. A spot radiograph over the patient's left upper chest showed the port to be in "good position with the tip of the port catheter in the right atrium." There did appear to be "some pinching of the catheter at the junction of the first rib and clavicle." "Serial dsa images were obtained demonstrating catheter patency as well as port patency. As the port catheter enters the subclavian vein at the level of the first rib and clavicle, there is a small amount of extravasation into the soft tissues, possibly representing a small hole."